Event description:
It was reported that the patient had a thrombus in their right atrium, an emergency explant was done. Device was retained by hospital. No additional adverse patient effects were reported.